Manufacturer narrative:
A review of the service report indicates that the customer experienced intermittent issues with their biometry probe. The company rep did not state whether the event could be confirmed or replicated. The customer's biometry probe was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one add'l similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the biometry probe displayed n intermittent error during the exam. The examination was able to be completed using the same system with no impact to the pt.